Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01730.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2008." The patient alleges "perforation, migration and embedment." Per the CT (computed tomography) scan of the neck dated (B)(6) 2008, ¿inferior vena cava filter displaced into the right internal jugular vein at or just above the brachycephalic vein.¿ per an x-ray of chest dated (B)(6) 2008, ¿vascular filter along course of the right internal jugular vein.¿ per an x-ray of neck dated (B)(6) 2008, ¿ivc filter in the base of the right neck.¿ attempted ivc filter retrieval operative report dated (B)(6) 2008, ¿we identified the struts, as well as the incorporated neck of the ivc filter. This was incorporated in the wall. We then placed a snare of the hook of the ivc filter and performed retrieval of this filter with some difficulty. We then closed the venotomy with a running 5-0 prolene. The patient tolerated the procedure well and had no immediate complications correct specimen for ivc filter.¿